Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Root cause: defective pressure sensor assembly. Leak in presssure sensor assembly. Correction: replacement of the pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: pressure sensor assembly test failed for 100mbar paw display 82,9mbar and qaw:2,6l/min no patient involvement.